Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "physician damaged while implanting¿, "tissue expander was pierced prior to implantation".

Event description:
Healthcare professional reported right side "rupture/deflation" - not related to the device and "physician damaged while implanting¿, "tissue expander was pierced prior to implantation". The device was not implanted.